Event description:
The customer reported a leak at the secondary probe of the coulter hmx analyzer with autoloader. The volume of the leak was about 4 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/7/2015. The fse found that prot 9 of the blood sampling valve (bsv) was worn and leaking. The fse replaced the bsv, which repaired the leak. The repairs were verified per established procedures. (B)(4).